Event description:
During a right atrial fibrillation ablation procedure using a therapy cool path duo ablation catheter, the irrigation port became detached. Near the conclusion of the ablation procedure, the irrigation port began leaking and then completely detached from the handle of the catheter. As the procedure had been completed, the catheter was not replaced. There were no adverse consequences to the patient.